Manufacturer narrative:
The customer reported complaint of the thermogard ivtm system (sn: (B)(4)) exhibiting a tcm ID:02 error was confirmed through review of the event log and during functional testing. The archive log showed tcmid: 02 (ce danfoss error) occurred at the time of the reported event. The root cause was determined to be a defective cooling engine. The cooling engine will be replaced to remedy the issue. Visual inspection was performed and found missing screw at umbilical connector and the caster was found loose. White rollers, cold well cap gasket and the lid bumpers were also damaged. The thermogard is a reusable as well as serviceable device and was manufactured on 11/15/2012. Therefore, this type of physical damages found during visual inspection are characteristics of normal wear and tear for the life of the device. Archive log showed three tcmid 5-2-2-4-0 errors. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Event description:
It was reported that the thermogard exhibited a tcmid:02 (ce danfoss error) error message. There were no patient involvement reported on this issue.